Event description:
It was reported that while in the emergency intensive care unit, the md inserted the sheath into the pt's right femoral artery and then the spring wire guide (swg) was inserted. The intra-aortic balloon (iab) was prepped "properly" and removed from the tray. The md began to advance the iab over the swg; however, after passing the iab over the swg "a few inches" the md could not move the iab over the swg "further". As a result, the md did not insert this iab, instead he requested a second iab and this iab was inserted into the pt and the "balloon worked properly."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.